Manufacturer narrative:
Correction: no concomitant devices.

Event description:
Clarification: the device was explanted electively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks due to qrs double counting. Programming changes were made, but the device was explanted and replaced shortly after. No complications occured as a result of the procedure.